Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e216, component failure of the universal cord, the universal cord malfunction, the insertion section light guide bundle was slightly interrupted and weakened, component failure of the lg (light guide) bundle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the universal cord malfunction caused image issue (error e216). The insertion section light guide bundle was slightly interrupted and weakened is caused by a component failure of the lg bundle. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had image issue. The event occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.